Manufacturer narrative:
Batch review performed on 11 october 2021: lot 1910186: (B)(4) items manufactured and released on 19-dec-2019. Expiration date: 2024-dec-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 9 months after the primary surgery, the surgeon revised the insert with a higher one and the surgery was completed successfully.